Event description:
Reportedly, the device was explanted after an implant duration of 125.57 months for unknown reasons. Per the cer: the device was explanted and (B) (4) was implanted as a replacement. No further details were provided. Information was learned through (B) (4) implant patient registry. The device will not be returned as it was discarded at hospital.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. This was determined reportable per edwards lifesciences procedures. Customer letter not required. Device will not be returned as it was discarded at hospital.